Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-sep-2023. H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the syringe is missing all its scale markings. Potential root cause for the missing print defect is associated with the scale marking process. A device history record review was completed for provided lot number 3082840. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that before use, the bd luer-lok¿ sterile, single use syringe was found without scale markings or numbers on the barrel. The following information was provided by the initial reporter: "one (1) x bd 5 ml syringe luer-lok tip (ref (B)(4) ) (lot 3082840 exp 2028-03-31) was absent of all marked increments and numbers. No patient harm. Escalated before 5 ml syringe utilized."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd luer-lok¿ sterile, single use syringe was found without scale markings or numbers on the barrel. The following information was provided by the initial reporter: "one (1) x bd 5 ml syringe luer-lok tip (ref 309646) (lot 3082840 exp 2028-03-31) was absent of all marked increments and numbers. No patient harm. Escalated before 5 ml syringe utilized."